Manufacturer narrative:
The device was returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported to integra lifesciences that a 00mlx mlx 300 w xenon lightsource was used during an unspecified procedure. It was stated that the device burned through three fiber optic cables in less than 10 minutes. The unit was said to be overheating excessively to the point of injury (unspecified) to the staff. No patient contact or injury was reported. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The failure mode was confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. A visual inspection found the right-side panel, chassis and top cover are dented in the back corner and the power entry module is loose in place. Internal inspection found the heat extended mirror was out of place in the unit and the clip on the mirror holder was broken off. Functional testing found the lamp ignited. This condition allowed the full intensity of the beam to be projected through the turret and burning the fiber optic cables. Physical damage, user error. The reported complaint is considered to be confirmed. No manufacturing, workmanship, or material deficiency was confirmed.